Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in a vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with a different device and no patient complications were reported.